Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 ph surgery, the surgeon did the drill of the proximal screw hole of the nail. However the drill bit was broken. The surgeon removed the tip of broken drill form the patient bone. There was a mistake in an assembly of target arm and the nail adapter.

Manufacturer narrative:
Evaluation conclusion: the returned device matched the report and the reported event (¿drill bit was broken¿) was confirmed. Review of the DHR / inspection records revealed no discrepancies. Relevant diameters of the drill are within specified parameters. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. Appearance of the breakage surface, the course of the breakage line and the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, utmost likely by bending stresses. Referring to the statement in the event description ¿there was a mistake in an assembly of target arm and the nail adapter¿ the root cause of the event was already given: due to drilling under misalignment high bending stresses (and most likely contact with a hard (metal) object) have led to the breakage. Moreover, it has to be ascertained that the remaining cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 ph surgery, the surgeon did the drill of the proximal screw hole of the nail. However the drill bit was broken. The surgeon removed the tip of broken drill form the patient bone. There was a mistake in an assembly of target arm and the nail adapter.